Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged nasal/throat irritation or soreness while using the device. There is no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was initially contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging nasal/throat irritation or soreness while using the device related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection of the device was completed by the manufacturer and found an unknown contaminant on the module flip door and the top enclosure. An unknown dust contaminant was observed inside the air inlet of the blower box, on the top enclosure, front panel, on the blower box, o-ring of the rear panel, on the rear panel, bottom enclosure, on the blower cap, blower, and blower seal. Evidence of liquid ingress was observed to the blower and blower box. A keratin-like substance was observed on the blower box outlet. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found 3 errors. The manufacturer concludes that there was no evidence of sound abatement foam degradation found within the device.